Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The meter result was 2.4 inr. The laboratory result was 4.84 inr. The reagent used was not known. There was no allegation of an adverse event.